Manufacturer narrative:
UDI will be provided when the investigation is complete. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported shuttling. The following information was provided by the user facility: during the procedure, when the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned and the device/sheath assembly was withdrawn together, so the hemostasis failed. Manual compression was applied to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. Blood loss was reported to be less than 250 cc. It was reported that there was no health damage to the patient. Hemostasis was successfully achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. It was initially reported the device was unavailable for evaluation. The device was returned, one used 8 fr angio-seal sts plus device was received for product evaluation. The hemostatic sheath, guidewire and partially opened polyfoil pouch were received as well. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was not mated with the hemostatic sheath. The tamping tube could be seen exposed with bloody collagen at the distal end. The anchor was still attached to the suture. The deployment sleeve was in the rear lock positon. There was no bypass tube attached to the anchor or the hemostatic valve. The partially open polyfoil pouch was inspected and the bypass tube was found in the proximal portion of the pouch detached from the carrier tube assembly. The dislodgement of the bypass tube was likely due to the user only partially opening the polyfoil pouch. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.